Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program, 1 complaint was received during this report period, 1 was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the materials used to construct the cover or outer wrapping of the device. Patient information was confirmed for 1 events. (B)(6).